Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The device opened and closed normally. Once the safety was taken off and firing started, halfway through made a crunching sound (this was probably the second or third firing). The device was taken out and looked normal to the naked eye and did open/close normally, discarded and got another one to use. However, the staple line was intact on one side only with completely loose staples on the other side (luckily the part staying in was intact) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The hospital report that the first reload successfully fired without issue. Upon second reload being fired, the blade did not travel the entire length as though this was jammed. Second product opened and used for remainder of procedure. No patient impact. Procedure was not extended greater than 30 minutes.

Manufacturer narrative:
(B)(4) date sent: 3/9/2022 d4: batch # 108a65 h6: component code-g04 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.